Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that during a right ventricular (rv) lead replacement, helix extension issues were experienced. The helix mechanism was unable to be extended after greater than 30 turns. Eventually, the helix extended on the 40-50 turn. The stylet was then removed, the lead was checked via fluoroscopy and confirmed that the lead was completely extended. The lead was not extended prior to the physician removing the stylet. The new rv lead was tested via the pacing system analyzer (psa) and all measurements were within the normal range. The new rv lead was connected to the generator and the procedure was completed successfully. Additionally, a couple of days post implant, this rv lead exhibited intermittent capture. Subsequently, this rv lead was capped since it was not possible to retract the helix on the lead. The helix appeared to be bent and over extended. A new competitor lead was implanted. No additional adverse patient effects were reported.